Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the preparation for a percutaneous coronary intervention, stent damage occurred. A 2.50mm x 12mm liberté stent was selected. After the packaging has been opened, the strut of the stent was noticed to be deformed. The device was then replaced with another of the same device and the procedure was completed. No patient complications were reported and the patient status was stable.

Event description:
It was reported that during the preparation for a percutaneous coronary intervention, stent damage occurred. A 2.50mm x 12mm liberté stent was selected. After the packaging has been opened, the strut of the stent was noticed to be deformed. The device was then replaced with another of the same device and the procedure was completed. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device found that the hypotube was kinked at various locations along its length. An examination of the crimped stent found that the stent was pulled distally on the balloon. As a result the proximal edge of the stent was positioned at 8mm distal to the distal edge of the proximal markerband. The stent was stretched and the stent struts were misaligned. The distal end of the stretched stent was positioned out over the tip section of the device. The tip was stretched down and pinched. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).